Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray revealed lead dislodgement. Since the patient felt fine, the lead was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.